Event description:
It was reported the device had no output and had last been checked in (B) (6) 2009. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary testing revealed the device to be at no output and no telemetry. The no output and no telemetry conditions were the result of battery depletion.